Event description:
The customer reported that the system did not fluoro. Also a key switch stuck error message displayed on the control panel.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep could not duplicate the malfunction. He inspected the wiring, and verified the mechanical operation of key switch, no defects were found. The error log indicated a footswtich stuck error. The footswitch was inspected, but no defects were found. The rep advised the customer that the reported problem could not be duplicated. He advised the customer to continue using the system and report any recurrence of the reported problem.